Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The irritation was described as rubbed skin that bled. The patient's physician recommended using an ointment and gauze on the affected area. Follow-up indicated that the patient did not have any further concerns, the current medical condition of the irritation is unknown.